Event description:
While the central station was in use monitoring patients along with telepacks at the bedside, the central station displayed a blue screen and crashed. No patient injury was reported.